Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and power loss alarm. The customer¿s blood glucose level was unknown. Customer stated that she put in a brand new one and eventually it shut down and she got it back on and it's working. Inquired what led up to the complaint. Customer just got hooked to 670 on wednesday and she just put in an (B)(6) battery, and she keeps getting replace battery, and then on the phone, her screen is blank after 3 batteries and then the pump went off again, and the battery had been out for longer (power loss). Customer did not receive a low battery alert prior to the replace battery alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. She said that she changed the battery a few times, and she couldn't clear the alarm because it w wouldn¿t let her out of that screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.